Event description:
The customer reported while using the device the double needle detached itself from the plastic housing and was left stuck inside the additive port on a solution bag. The device was being used to reconstitute one vial of fluclox. The device was successfully reconstituted with a second vial, and then the vial contents were transferred into the infusion bag. On removal of the recon device from the infusion bag the plastic surround came away in the customer's hand leaving the exposed needle institute in the infusion bag. No patient injury or medical intervention occurred. There was no patient involvement.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and the root cause could not be determined. Batch review was conducted and no deviations where observed. (B)(4)